Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). Additional information was requested from the field; however, none was available. No adverse patient effects were reported. The device remains in service.